Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the unicel dxh 800 coulter cellular analysis system. The startup was failing when the leak was noticed. The volume of the leak was about a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that quick disconnect qd1 was loose and was leaking. The fse found that the instrument was also generating 'single tube station home position' errors. The fse found that the ms distribution board had been damaged by the leak. The fse connected the quick disconnect qd1 and replaced the ms distribution board and the instrument ran without any errors or leaks. The repairs were verified per established procedures. Failure mode: the cause of the leak was that quick disconnect qd1 was loose. The leak damaged the ms distribution board. The instrument failed startup and generated 'single tube station home position' errors, alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).